Event description:
Operating staff report that while using the bipolar disposable cord, the device it was attached to would only work intermittently. Staff unplugged and removed cord from use. New cord, same make and model, obtained and continued case with no further issues. Cord is available for evaluation purposes. No injury to patient, just slight delay while staff switched cord out.